Manufacturer narrative:
Upon receipt of the line cord at the factory, (B)(4) engineering observed a burn inside the wall connector where the white connector meets the wall prong or blade. The line cord was returned to the vendor, electri-cord, with a request for corrective/preventive action (B)(4). Electri-cord responded: root cause analysis: the mfg date code of the cord was 0519 (10th week of 2005), week of feb 5, 2005. The molded plug was ecm cat. Mc-10h with taller blades and ground pin. The line blades broke inside the molded plug from forces that were sufficient to break the line blades of the plug. It is unk the source of these forces or mis-use that caused the broken blades. The broken blades caused arcing to occur, thus the visual sparking. Containment plan: there are none of these parts with taller blades/ground pins in stock at ecm. Correction action: electri-cord mfg. Has discontinued the use of the crimped style taller blade that was used in the production of the returned cord in all of their molded plugs. These have been replaced by solder type blades/ground pins that are more resistant to breakage. The discontinuation of the use of the taller blades/ground pin in their cords was effective in mid august, 2009. All production now uses alternate style blades which are more resistant to mis-use. Electri-cord reports a 0.0012% failure rate for these cords; therefore, no additional corrective action is planned by (B)(4) at this time. Regarding this particular customer, we are replacing their damaged linecord. We suggested that they inspect their linecords, and we will replace any damaged linecords that they have.

Event description:
The customer reported that while the monitor was in use with a pt, the monitor displayed a message that it needed to be plugged in, even though it was already plugged in. When they attempted to plug it in with more force, it sparked. No injuries were reported.